Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, missing end cap sticker, address/serial label missing.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 84 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.